Manufacturer narrative:
A supplemental report is being submitted for additional information. The outflow graft lot number, unique device identifier, the manufacturing date and use before date has been updated. D1: heartware ventricular assist system ¿ outflow graft d4: expiration date: 30-sep-2021 / lot#: 15887237-9364, UDI #: (B)(4), h4: mfg date: 30-sep-2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the vad (B)(6) and the associated outflow graft (15887237-9364) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a gradual decrease in power consumption and estimate flows starting on (B)(6) 2021, leading to parameters below the normal operating range; 100 low flow alarms were recorded on (B)(6) 2021. Information provided by the site indicated that the patient experienced chronic renal failure and an outflow graft thrombus was suspected. The patient was hospitalized and a computerized tomography (CT) scan revealed a long thrombus throughout the entire outflow graft through the anastomosis into the aorta. The patient was administered lysis therapy and the anticoagulation regime was changed to heparin for a dialysis catheter to be put in place. It was further reported that the patient expired due to intracranial bleeding after lysis therapy was repeated due to low flows associated with remaining thrombus in the outflow graft. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, renal dysfunction, thrombus, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion additional information has been requested regarding the results of the CT scan, information on what interventions of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chronic renal failure and their ventricular assist device (vad) exhibited low flows due to a suspected outflow tract thrombus. The patient was hospitalized in the intensive care unit (ICU) and a computerized tomography (CT) scan will be performed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an update to b2 date of death added, b 5.desc evt problem, h6. Ime, imf fdd/annex a codes. A correction to h10) added additional product. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unk / lot#: unk UDI #: (B)(4) d9: no h4: mfg date: unk h5: no h6: patient ime code(s): e0514, e130501, e0118 h6: imf code(s): f08, f02, f19, f23, f2303, h6: img code(s): g04019 h6: FDA device code(s): a1409 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the outflow graft serial# of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the CT scan revealed a long thrombus throughout the entire outflow graft through the anastomosis into the aorta. The patient was administered lysis therapy and approximately two weeks ago patient anticoagulation regime was changed to heparin for a dialysis catheter to be put in place. It was noted that the patient anticoagulation was therapeutic. It was also further reported that the patient expired due to intracranial bleeding (icb) after lysis therapy was repeated due to low flow situation from remaining thrombus in the outflow graft.